Manufacturer narrative:
On 7/23/2020, the product investigation was completed. Summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and electrode damage was observed. It was reported that during the procedure, when the physician was trying to advance the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient¿s body, a lot of resistance was felt. They ensured the dilator was in the right place, but the issue remained. The distal end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was discovered to be ¿scrunched¿ and ¿split¿. The damage did not result in internal wires being exposed; however, it resulted in sharp/lifted electrodes. The sheath was replaced with a competitor¿s device, and the procedure was continued without further issues. No patient consequences were reported. Device evaluation details: a picture of the complaint device was provided by the customer. No apparent physical damage to the tip electrodes can be observed. The physical device was also inspected, and visual analysis revealed that the tip is bumped. Hemostatic valve, brim cap and friction ring remain intact. No damage on electrodes were observed, however, this issue could be related to the handling of the device during the procedure. A manufacturing record evaluation was performed for the finished device 00001264 number, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the tip is bumped cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium is bulged. No other anomalies were observed. These findings were reviewed and assessed as not MDR reportable since the device integrity is not compromised and no internal components are exposed, therefore, the risk to the patient is remote. However, this complaint remains MDR-reportable for the customer reported issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001264 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and electrode damage was observed. It was reported that during the procedure, when the physician was trying to advance the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient¿s body, a lot of resistance was felt. They ensured the dilator was in the right place, but the issue remained. The distal end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was discovered to be ¿scrunched¿ and ¿split¿. The damage did not result in internal wires being exposed; however, it resulted in sharp/lifted electrodes. The sheath was replaced with a competitor¿s device, and the procedure was continued without further issues. No patient consequences were reported. A picture of the complaint device was provided by the customer. No apparent physical damage to the tip electrodes can be observed; however, since the customer reported that the issue resulted in lifted/sharp electrode(s), this event is being conservatively reported for the electrode damage. Should more information become available, it will be reviewed and processed accordingly.